Event description:
It was reported that during a stenting treatment procedure, a stent did not fully deploy. The nearly totally occluded target lesion was located in a mildly tortuous, non-calcified ostial right coronary artery. The 24mm 3.50 liberte bare metal stent delivery system (sds) was advanced to the target lesion and partially inflated. The stent was inflated to about 1.5mm in diameter but at that point it would inflate no more. The sds was removed. Another balloon was able to cross the lesion and post-dilate the stent to the desired diameter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent did not fully deploy. The nearly totally occluded target lesion was located in a mildly tortuous, non-calcified ostial right coronary artery. The 24mm 3.50 liberte bare metal stent delivery system (sds) was advanced to the target lesion and partially inflated. The stent was inflated to about 1.5mm in diameter but at that point it would inflate no more. The sds was removed. Another balloon was able to cross the lesion and post-dilate the stent to the desired diameter. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned product revealed the product consisted of a liberte/veriflex stent delivery system (sds) with the original shelf box, inner pouch and carrier tube (hoop). Contrast was present with blood in the inflation lumen and balloon. The balloon was tightly folded with stent strut impressions on the surface of the balloon between the markerband. The shaft had extensive damage to the inner and distal outers. The distal tip was damaged. When positive pressure was applied with an inflation device filled with water, the device leaked from the port weld area. Further investigation revealed that the inner shaft was separated 4 mm from the guide wire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The shaft separation likely contributed to the inflation and deploying difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).